Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After pre-dilation was performed, a 16mmx2.75mm promus premier drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed and the device was re-advanced again to the lesion. However, severe resistance was encountered. The device was removed from the patient smoothly. The physician checked the device and it was noticed that near the distal section of the stent was lifted. The procedure was completed with a 2.75x15mm non-bsc stent. No patient complications were reported and the patient's status was good.